Manufacturer narrative:
H3: analysis mentioned that the reason for return has been confirmed error code 15 "handpiece stalled" occurred, due to this it was not possible to perform the pre-repair temperature test. The hi-pot test failed. The bearings are worn. The wires of the cable are corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, m5 handpiece heated up, did not irrigate and error 15, 11 was appeared on the console when the pedal was pressed. User did not have another handpiece to test. Foot switch did not have any issue when tested with another console. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, m5 handpiece heated up, did not irrigate and error 15, 11 was appeared on the console when the pedal was pressed. User did not have another handpiece to test. Foot switch did not have any issue when tested with another console. There was no patient impact.